Event description:
When removed from packaging, tubing was in 2 pieces. Not discovered until ns bag was spiked and fluids spilled onto floor. Diagnosis or reason for use: IV fluids. Event abated after use stopped or dose reduced: yes.